Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had a blurry field of vision. They were not sure if ¿moisture got inside, or if it was dropped and shattered.¿ the hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint #- trackwise #: (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation with signs of blood and clinical use were observed. There were scratches observed on the glass window of the illumination port. The light source connector was observed to be damaged. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the results of the evaluation, the reported failure to ¿poor quality image¿ and add analyzed failure mode ¿break; endoscope¿ were confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had a blurry field of vision. They were not sure if ¿moisture got inside, or if it was dropped and shattered.¿ the hospital did not report any patient effects.